Manufacturer narrative:
The field service engineer(fse) evaluated the device and noted an over voltage protection occurrence. This can result in no power or vent shut down. The fse replaced the motor controller pcb to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported device vent inop. No patient harm was reported.